Event description:
It was reported while using bd alaris pump module smartsite infusion set the spike broke during use. There was no report of patient impact. The following information was provided by the initial reporter: the bag spike broke off in the injection bag when it was inserted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-dec-2023. Investigation summary: one sample was received and tested by our quality team. The sample was missing the tip of the spike that is inserted into IV bag- verifying the customer's complaint. The broken spike was analyzed under microscope and no abnormalities were detected. The set was then sent to the supplier facility that manufactured the spike and drip chamber for further investigation. The production records of the drip chambers showed no issues during quality control and there was no indication that the failure occurred due to manufacturing insufficiencies. The root cause of this break is unknown. A device history record review for model 2426-0007 lot number 22089287 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the spike broke during use. There was no report of patient impact. The following information was provided by the initial reporter: the bag spike broke off in the injection bag when it was inserted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.